Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative regarding a patient implanted with an implantable neurostimulator for failed back surgery syndrome. It was reported that the patient's device was at end of service (eos) and a dissatisfaction regarding the longevity of the device was also noted. It was stated that the patient experienced a loss of therapy. Additional information noted that replacing the device will be the solution to resolving the event; however no surgery date was set yet. The physician's office was supposed to schedule a clinic visit for the manufacturer's representative to interrogate the system. If additional information is received a follow up report will be sent.

Event description:
Additional informationreceived reported all impedances were within normal values. There were no problems identified. The loss of therapy was due to end of service (eos). A replacement was to be scheduled when insurance was authorized. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Stim ins/battery/normal end of life/telemetry and output okay. (B)(4).